Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, during a large revision case, the screws were very difficult to get out. Multiple driver heads broke as well as handles. There was no patient consequence and no delay due to the event, and the surgery was completed successfully. It was further reported that the revision surgery was performed due to infection. This report involves one moss miami spine system hexlobe driver 5.5 x25. This is report 5 of 10 for (B)(4). This report is related to (B)(4), which captures additional impacted products. This report is also related to (B)(4), which captures the implant removal due to infection.